Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -12.50/3.0/095 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. The cause of the event is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).